Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed the battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation since the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt provided the following info: the product issue started on the morning of the day prior. At 7:30 am on the date of contact, the pt took her usual dose of metformin 500 mg. The pt had a headache and fainted "24 hours of" the product issue started. She rec'd no treatment. The cause of the pt fainting was not identified. It is not known whether the pt lost consciousness due to abnormal blood glucose level. The cca documented that the meter battery did not need to be replaced and the alleged product issue was no resolved. The pt's products were replaced and the pt was requested to return the subject meter to lfs. This complaint is reported because the pt alleges that her lfs meter displayed the battery indicator and afterward she fainted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.